Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer reported she noticed multiple tampons had strings too short. Multiple attempts have been made to obtain further information regarding her use of the product, however no further information has been received.